Manufacturer narrative:
The insulin pump was received with blank display anomaly due to moisture damage on electronics assembly . Unable to perform displacement, rewind, seating and basic occlusion due to blank display anomaly. No moisture damage noted on the motor, vibrator motor or battery tube assembly. The pump was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was broken and water damage after swimming. The customer¿s blood glucose level was 11.1 mmol/l. The insulin pump will be returned for analysis.